Manufacturer narrative:
The customer reported that their central nurse's station (cns) display is no longer showing any video. The display appears as it is turned on, but it is not showing anything. . No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) display is no longer showing any video. The display appears as it is turned on, but it is not showing anything.